Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory reagent. The result from the meter at 9:25 am was 4.6 inr. The result from the laboratory at 10:15 am was 3.36 inr. The customer's therapeutic range is 2.5-3.0 inr.